Event description:
The customer observed falsely elevated alinity I total b-hcg results for one patient. The initial test result was 175.91 miu/ml, retest <1.1 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Corrected data found in sections d3 email and g1 mfg site email. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 69246ud02. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending data for the alinity I total b-hcg assay did not identify an increase in complaints. However, an increase in complaint activity was identified for the reagent lot. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Customer field data was used to assess the performance of the alinity I total b-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317.

Event description:
The customer observed falsely elevated alinity I total b-hcg results for one patient. The initial test result was 175.91 miu/ml, retest <1.1 miu/ml. No impact to patient management was reported.